Event description:
It was reported during a laparoscopic cholecystectomy the surgeon and the staff noticed some hissing coming from the umbilicus port (512b), but did not loose any significant carbon dioxide. The surgeon needed to control cystic artery bleeding and opened the pt. After opening, the surgeon found the gasket that was from the 512b. The pt was not opened because of product malfunction. The trocar was not saved but the gasket was saved.

Manufacturer narrative:
D5,6; h4: info not available. Based upon inquiry info and visual examination, the reported event was confirmed. One inner gasket was received in good physical condition. No conclusion could be reached as to how this occurred.